Manufacturer narrative:
On 9/4/2019, the clinician assessed this complaint as right side rupture and left side as no product quality issue per information provided in the event description. Coding was verified by the clinician on 09/04/19 per 100553403 & 100553401 with available information. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, race, and sex underwent unspecified breast augmentation with unknown gel implants and was presented with bilateral breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.